Manufacturer narrative:
Other applicable components are: product ID 3888-28 lot# l35777 implanted: (B)(6) 1995 explanted: (B)(6) 2014 product type lead product ID 3888-28 lot# l21476 implanted: (B)(6) 1992 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. The patient st ated that their ins was replaced due to a malfunction. The wires and machine went out. The issue began in maybe (B)(6) 2014. No further complications were reported/are anticipated.